Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired a seroma at the ipg pocket site. The seroma was drained twice and there were no reports of further complications. The patient reports receiving effective therapy.